Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, customer declined to complete the check. Customer reported that the infusion set would be changed. Customer reverted to manual insulin therapy. Customer's blood glucose was 295 mg/dl at the time of event.